Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary user failed to access patient database. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had been unable to access the patient database due to a failure in server communication. The technical support specialist (tss) had found that the patient had been in placeholder status without an admission, discharge, and transfer (adt) message. The tss had contacted the customer, escalated the case to the interface team, and coordinated with the information technology team to check adt transmission issues. After verifying the last adt message, the tss confirmed that the issue had been resolved, the case had been updated for closure. The system functioned as intended after the technical support specialist investigated the device.